Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device self-activated. After cutting the third branch, a rather large amount of smoke was observed, but nothing was showing on the monitor. The device was then removed from the harvesting cannula and the jaws were bright red. The harvester had not been activating the device at that time and it was determined that the hemopro had self-activated. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).